Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log showed, "medium alarm displayed: loss of power occurred while running." Visual inspection revealed that the probable cause was that the battery compartment is highly contaminated and physically damaged, causing poor contact with batteries. The battery compartment assembly was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's power went out, and the screen was dark. Per reporter, when the batteries were removed and reloaded, the pump was able to be turned back on and infusion was restarted. This issue occurred with two pumps. The patient did not notice the pump was off for almost 5 hours and was unable to complete the infusion due to a planned event. Per reporter, review of the event history log indicated the pump was off from 8:38 pm to 11:52 pm. Both patients stated this was not a new problem and they had experienced this issue before. This event occurred on at patient's home. No patient harm/adverse event was reported.